Event description:
The nurse was trying to release an air bubble from the IV tubing by flicking it with his finger. The tubing burst spraying blood on the floor and the IV pump. The nurse stopped the leak and ended the transfusion.